Event description:
It was reported that a user experienced a leaking insulin cartridge, after which the device appeared wet and the user developed hyperglycemia with cgm readings around 400 mg/dl and urine ketones; the user replaced supplies, confirmed proper cartridge fill and insertion sequence with support, and resumed insulin therapy with a new cartridge. Symptoms included hyperglycemia with ketonuria and mild diabetic ketoacidosis symptoms. Outcomes included need for corrective action with 15 units of rapid-acting insulin and return to normoglycemia. Investigation included user interview, troubleshooting, and education on cartridge preparation and connector attachment. Investigation of this case revealed evidence of a leak affecting the cartridge chamber and that the connector was not attached to the cartridge prior to device insertion during the event. It was concluded that an issue related to cartridge assembly and connection contributed to insulin delivery interruption leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.